Event description:
It was reported that a patient presented for percutaneous coronary intervention (pci) of the left main coronary artery/left anterior descending artery/circumflex artery with impella cp. During insertion of the impella cp, the sheath was placed. However, the valve was broken and leaking. The impella sheath was replaced with a new sheath. The impella cp was placed without further issues and started on auto. The physician proceeded with pci. The impella cp was successfully weaned and explanted. The patients outcome is stable.

Manufacturer narrative:
D.4 serial number and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.